Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device.

Manufacturer narrative:
B5: describe event or problem - additional information. G6: device info - additional information. H2 type of follow up: additional information/ device evaluation. H6: additional information.